Manufacturer narrative:
Additional information: section h manufacturer narrative the burning smell issue was confirmed by the field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: removed both rear panels from the main and auxiliary stations and observed spillage on the auxiliary unit; auxiliary matrix 5 drawer would not open. Replaced both the medcart matrix control board and the solenoid, then verified functionality through diagnostics testing. Visual inspection of the returned solenoid observed thermal damage. Visual inspection of the returned medcart matrix control board observed fluid residue. The field service engineer provided an image showing a cactus smart sink (controlled substance waste management system that can hold liquid) placed on top of an auxiliary station. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station had a burning smell. The customer stated that there was a delay in patient care. As per part investigation, it was determined that there was a thermal damage observed on a solenoid. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a burning smell. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a burning smell. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a burning smell. A field service engineer discovered that the station was unplugged and removed both the rear panels for the main and auxiliary units. An fse identified spillage on the auxiliary unit. The auxiliary 5 matrix did not open, necessitating the replacement of both the drawer board and the solenoid for the drawer. It passed diagnostics successfully. The customer confirmed the operation through the inventory application without encountering any issues. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.